Event description:
It was reported the system intermittently displayed a generator error message. The system shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.